Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary: we did receive performance data collected from the device and have analyzed the data. There were no anomalies found for the device. (B)(4).

Event description:
It was reported that the patient received inappropriate shocks. Upon interrogation, it was found that the right ventricular (rv) lead showed t-wave oversensing. It was also determined that the rwaves had decreased suggesting a potential dislodgementor migration of the lead. The rv lead was repositioned, and during the procedure, it was found that the patient had an infection. The rv lead and the implantable cardioverter defibrillator (ICD)  were removed. Several weeks later, a new ICD system was implanted. No further patient complications have been reported as a result of this event.